Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of a use error was not confirmed due to a lack of sample. The patient was connected prior to adequate priming of the tubing lines. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center to request assistance with the setup. The homepatient (hp) stated that she was already connected. The technical service representative (tsr) explained that the hp must not connect until the prime is complete and the homechoice (hc) says connect yourself. The tsr recommended that hp use manual supplies for tonight and to call her nurse. No medical intervention or patient injury was associated with this event.